Event description:
It was reported that during an attempt to remove two tangled epicardial leads, the physician accidentally cut the (B)(6) left ventricular (lv) lead. The lv lead was then capped. The patient was stable throughout the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).